Event description:
The co was informed that the pt developed an infection at the implant site. The pt continues to be monitored by the clinic. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.